Manufacturer narrative:
(B)(6).

Event description:
It was reported that, during an adenoidectomy procedure; the procise ez-view wand could not ablate and cut the tissue, although sufficient saline solution was available. The setting used was 7:3 and no plasma was seen. The procedure was successfully completed without significant delay using a competitor back-up device. No patient injuries or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h3, h6 the device used in treatment, was returned for evaluation. There was no relationship found between the returned device and the reported incident. The visual inspection under magnification of the wand shows minimal electrode wear with contamination/discoloration and scratch/scuff marks on the return electrode and spacer. During functional evaluation in the lab the returned device was activated in saline solution using a known good coblator ii controller. The device was tested in saline solution at the setting 7 for ablate and 3 for coagulate as reported and low plasma was generated on the electrodes. The suction tube was tested and performed as intended. The cut saline line was tested by a syringe and performed fluently as specified. The device met all specification upon release into distribution. The complaint was not verified and the root cause could not be determined with certainty.